Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a patient enduring a cerebrovascular accident, during hemodynamic support with the impella device, which lead to the patient's death. The physician alleged a causal relationship between the device and the patient's death.